Event description:
It was reported that the piston was sticking out from the back of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose drive support disk.